Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise. This was addressed in an unrelated procedure on 16 apr 2021 where the physician found an insulation breach in the lead and was able to repair it with a repair kit in the same procedure. Normal parameters were restored and the patient was stable.